Event description:
In the msc warehouse, when qc inspected the 80 products delivered, she found that this product was lighter than other products, and the other 79 products felt normal. So we suspected that there might be something missing inside the box, and then we used our own x-rays to find the product inside. Then I weighed it, and according to the weight, I thought that there should be less patient manuals in the box. But that's just a guess.

Event description:
Reportedly, one product was lighter than other products, and the other 79 products felt normal. So we suspected that there might be something missing inside the box, and then we used our own x-rays to find the product inside. Then I weighed it, and according to the weight, I thought that there should be less patient manuals in the box.

Manufacturer narrative:
One component was missing: patient booklet for china was missing.

Manufacturer narrative:
One component was missing: patient booklet for china was missing.

Event description:
Reportedly, one product was lighter than other products, and the other 79 products felt normal. So we suspected that there might be something missing inside the box, and then we used our own x-rays to find the product inside. Then I weighed it, and according to the weight, I thought that there should be less patient manuals in the box.